Event description:
Implant is being removed and patient requires a new reconstruction.

Manufacturer narrative:
Investigation ongoing. Issue was initially determined non-reportable and was re-evaluated as potentially reportable. Device not returned.

Manufacturer narrative:
Device met specifications. Patient anatomy had deteriorated and patient needed a new fibula graft with accompanying implant.